Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular lead pacing impedance measurements had been trending high and were reported to be out of range. There was a slight drop in r wave amplitudes and a slight increase in pacing thresholds. All other measurements appeared normal. A request was sent to boston scientific technical services (ts) for review. A review by ts noted that due to the new software it is not possible to program the upper limit to 2500 ohms, thus discussed bringing the patient in to be interrogated with an updated programmer to allow for best lead integrity monitoring. At this time the system remains implanted. No adverse patient effects were reported.